Event description:
The patient was enrolled in the lithotripsy study procedure. The patient underwent lithotripsy on right ureter, upper pole and mid-kidney. The console setting used for the procedure showed pulse length short, pulse energy 0.8j, pulse frequency 8hz and total laser energy 6.4w. The fiber was not stripped or cleaved. There were no other accessory devices introduced into the patient body during the procedure. No adverse events were noted during the procedure and the procedure was completed without complications. A cook 6fr x 26cm stent was placed on the procedure day and removed five days post procedure. The patient discharge medication included tylenol and toradol for pain prophylaxis, ditropan for bladder spasm prophylaxis, omnicef for infection prophylaxis, and pyridium for painful urination prophylaxis. The patient began experiencing dysuria twelve days post procedure. The patient experienced symptoms due to residual stone fragments. The patient symptom of dysuria was reported to be resolved thirty-six days post-onset symptom. The study facility assessed dysuria as probably related to the lithotripsy procedure and not related to the device.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with this type of treatment and is noted as such in the device direction for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
The patient was enrolled in the lithotripsy study procedure. The patient underwent lithotripsy on right ureter, upper pole and mid-kidney. The console setting used for the procedure showed pulse length short, pulse energy 0.8j, pulse frequency 8hz and total laser energy 6.4w. The fiber was not stripped or cleaved. There were no other accessory devices introduced into the patient body during the procedure. No adverse events were noted during the procedure and the procedure was completed without complications. A cook 6fr x 26cm stent was placed on the procedure day and removed five days post procedure. The patient discharge medication included tylenol and toradol for pain prophylaxis, ditropan for bladder spasm prophylaxis, omnicef for infection prophylaxis, and pyridium for painful urination prophylaxis. The patient began experiencing dysuria twelve days post procedure. The patient experienced symptoms due to residual stone fragments. The patient symptom of dysuria was reported to be resolved thirty-six days post-onset symptom. The study facility assessed dysuria as probably related to the lithotripsy procedure and not related to the device.